Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, and the right ventricular (rv) lead was found to be wrapped up under the device, resulting in oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.